Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the autopulse lifeband (lot # unknown) could not be retracted, and the autopulse platform (sn: (B)(4) ) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message. To troubleshoot the issue, the user re-adjusted the lifeband, removed the battery, and re-inserted the battery into the platform. However, the ua18 error message persisted. Following this, the ems crew switched to manual CPR to finish the call. No adverse event was noted at the time of the call. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00012 for the autopulse platform (sn: (B)(4) ).